Manufacturer narrative:
The expedium single innie polyaxial screw (product code: 1797-12-740, lot number: athb0p) was originally returned to the complaints handling unit (chu) as a part of (B)(4). The polyaxial screw 1797-12-740, athb0p does not belong in (B)(4). One initial ((B)(4)) was filed in (B)(4). A follow-up will be filed to address duplicate initial in (B)(4). Please note that the device belongs to (B)(4). One initial ((B)(4)) and one follow-up ((B)(4)) filed in (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). One (1) expedium si 7x40mm polyaxial screw ¿ top loading shank [product code: 1797-12-740, lot no: athb0p] was returned to the chu for evaluation. Visual examination at the macroscopic level revealed that the sample broke at the transition zone between the screw¿s polyaxial sphere and the screw shank. The fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial screw breaking cannot be positively determined. However, the fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw driver tip broke in the screw on insertion of the screw. The screw was set correctly but the tip stayed behind inside the screw.